Event description:
It was reported this implantable cardioverter defibrillator (ICD) had recorded non-sustained ventricular tachycardia (nsvt) on two stored electrograms (egm) that appear to be non-physiologic noise; the patient is unaware of any specific activity that occurred. Technical services (ts) was consulted and reviewed the stored egms and confirmed there was non-physiologic noise/artifact evident for the nsvt events. Ts recommended an in-clinic evaluation on the right ventricular (rv) lead. Pacing impedance has recently decreased, however prior recorded events show normal sensing. At this time, the ICD system and the non boston scientific rv lead remain in-service. No adverse patient effects were reported.